Manufacturer narrative:
One device was received for evaluation. Visual inspection found damaged top case, bottom case, and plunger case. A review of the event history log found a record of a ¿motor not running¿ error. Functional testing was able to verify and duplicate the reported problem. It was determined that the old and dirty lead screw and clutch halves were the root cause. The lead screw and clutch halves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed calibration test with force gauge. It is unknown if there was patient involvement, no adverse patient effects were reported.